Manufacturer narrative:
The intraocular has not been received by the MFR. Halos are a known and labeled possible side effect of multifocal lens implantation.

Event description:
Physician reported the removal and replacement of the lens due to the pt's complaint of halo effects. Halos are a known and labeled possible side effect post implantation of a multifocal lens.